Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimu lator for dystonia. It was reported the patient's cell phone was always placed on the patient's chest for a long time. It was suspected that this factor was possibly associated with the patient's devices (both sides) frequently turning off at different timings. The devices were turned on using the clinician programmer and the patient was told to bring the patient programmer. It was indicated no surgical intervention had occurred and none was planned. The patient status was alive with no injury. It was noted telemetry data was scheduled to be obtained on (B)(4) 2017. The issue was not resolved at the time of report and the representative was to obtain information from the healthcare provider. No complications were reported/anticipated. Reference manufacturing report # 3004209178-2017-15002 for report on other ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause was unknown and there was no additional information received. No further issues had been reported. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator for dystonia. It was reported the patient's cell phone was always placed on the patient's chest for a long time. It was suspected that this factor was possibly associated with the patient's devices (both sides) frequently turning off at different timings. The devices were turned on using the clinician programmer and the patient was told to bring the patient programmer. It was indicated no surgical intervention had occurred and none was planned. The patient status was alive with no injury. It was noted telemetry data was scheduled to be obtained on (B)(6) 2017. The issue was not resolved at the time of report and the representative was to obtain information from the healthcare provider. No complications were reported/anticipated.

Manufacturer narrative:
It is noted the patient code listed in is applicable upon further review. If information is provided in the future, a supplemental report will be issued.